Manufacturer narrative:
The device was not returned for evaluation. However the failure could have been caused by a defective pump. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not completed as the reported event could not be caused by the user. Correction: d3, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that some of the patients developed ulcers in their private areas when the suction was high. Per email received on 23-sep-2019, there were 2 devices with this issue and there are no devices available for return.the patients did not receive medication for the ulcers.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the patients developed ulcers in their private areas when the suction was high. Per email received on 23-sep-2019, there were 2 devices with this issue and there are no devices available for return. The patients did not receive medication for the ulcers.